Manufacturer narrative:
Date of event is estimated.

Event description:
Manufacturer report number 3006705815-2023-02992. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the patient¿s system was explanted and replaced with a penta lead on (B)(6) 2023 due to one lead migrating and one lead being fractured. Effective stimulation was restored. Ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.